Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted that coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) warns: balloon pressure should not exceed the rbp. The rbp for the trek rx device is 18 atms; therefore, rbp was exceeded. In this case, it is likely the bdc being inflated above rbp contributed to the balloon rupturing. The patient effect of death is listed in the IFU, in the adverse effects section as a possible adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a coronary artery procedure the nc trek balloon dilatation catheter was inflated to 32 atmosphere (atm) and ruptured. It was noted that the patient died. The cause of the death was not reported. No additional information was provided.